Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads failure during operational testing. It was noted that the customer had already replaced the test load and therapy cable in an attempt to troubleshoot the issue, but the failure remained. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.